Event description:
On (B)(6) 2010, a pt underwent left and right bi-lateral breast reconstruction surgery, with human allograft tissues, flex hd and mentor expanders. The pt developed fever, nausea, and skin redness on the left breast, "resembling a postage stamp outlining the allograft area". On (B)(6) 2010, the left allograft was explanted and replaced with another human allograft tissue (lifecell) and mentor expander. The pt is currently recovering and is on antibiotics. The graft was explanted and sent to mtf for eval. Unfortunately, after several attempts as of (B)(6) 2010, we were unable to obtain more info. Diagnosis for use: soft tissue repair. (B)(6). 3001236616-2010-0034.